Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knee effusion [joint effusion]. Knee pain [arthralgia]. Case description: spontaneous report rec'd on 07-apr-2010 from a female pt of unk age, who was also a nurse, initials (B)(6). The pt had a history of bilateral gonarthritis, with the right knee reported as grade 4. The pt had previous synvisc series since 2005 with no incident. On unspecified dates in 2010 the pt's right knee was treated with synvisc. After the first and second injections, the pt experienced mild knee pain and effusion. After the third injection, the pt experienced major effusion and pain. The pt reported that she did not rest the knee after the injections. No arthrocentesis was performed. The physician prescribed nsaids, antihistamines, mopral and oral corticosteroids as corrective treatment. The pt recovered from the last incident 8 days later. Treatment of the left knee was planned but the physician was reported to be reticent following this incident. As of the date of receipt of this report, the pt had recovered. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.